Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8026572, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-26. Medical device lot #: 8114749, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-24. Medical device lot #: 8114743, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-24. Investigation summary: it was performed the DHR, checking the quality notifications and maintenance records where no records potentially related to failure were found. The image and retained samples were analyzed and it was possible to observe the barrel crooked. Investigation conclusion: the incident identified from this complaint will be monitored for trend assessment. Root cause description: after evaluating the records, the potential cause for occurrence was a failure in the assembly station for oral dosers. Rationale: CAPA is not required.

Event description:
It was reported that oralpak 5ml cols adap16 bls eurofarma syringe was cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: it was received a market complaint where the customer reports that when he tried to put the product/liquid into the syringe, it leaked because the syringe was cracked. Additional information: there was no damage to patient/health professional. The drug used was ebastel. There is one affected unit. The customer can not inform the exact lot number.